Event description:
The customer states that the fluoro x-ray stopped with the sound. They were getting a low ma/low kv error on the control panel. The system was rebooted and it work as normal.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep told the customer that there was a possible problem with the x-ray tube.